Event description:
It was reported that the patient had the artificial urinary sphincter (aus) removed as the cuff was too small resulting in incontinence that had declined over time. A new ams 800 artificial urinary sphincter was implanted. The procedure was completed successfully and the patient fully recovered.